Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, where all the pieces are returned, provisional exhibits signs of repeated use and has fractured on medial side. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the instrument fractured. All pieces of the provisional were returned to zimmer biomet. No adverse events have been reported as a result of the malfunction.